Event description:
Customer reported a motor error during the rewind. The blood glucose reading was 111 mg/dl. She did not recall any significant event leading to the alarm and stated that the insulin pump was not exposed to a strong magnetic field or MRI. She stated that she was unable to complete the rewind sequence. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed motor error alarm during rewind, due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.